Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2021-12930 . It was reported during an ipg repositioning procedure on (B)(6) 2021 (related manufacturer reference number 1627487-2021-12928), the physician noticed that the distal end of the l5 and s1 leads had migrated back into the pocket. Surgical intervention may take place to address the issue.